Event description:
It was reported that the patient had bad muscle spasms and was admitted to the hospital since 2014-(B)(6) for various reasons: urinary tract infection (uti) and decubitis ulcer. The reporter noted that according to the logs the pump was updated on 2014-(B)(6). Elective replacement indicator (eri) also occurred on 2014-(B)(6). The pump was programmed to minimum rate, and it was unknown when this change occurred. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8578, lot# n149178, implanted: 2008-(B)(6), product type accessory. Product ID 8709, lot# j0058205r, implanted: 2001-(B)(6), product type catheter. (B)(4).